Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung cancer surgery, while being applied to break off the blood vessel, the stapler did not fire and did not activate after pressing the safety key. There was a poor staple formation. The surgeon was able to press the green button but was not able to squeeze the handle. After replacing with a new device the operation was performed smoothly. There was no harm caused to the patient.